Event description:
Revision surgery performed on a margron hip replacement 1 + year after the primary due to pt symptoms of thigh pain. Femoral strut graft used to relieve tip impingement from femoral stem with being left in place. Surgeon reported, pt completely relieved from within 3 weeks of surgery.

Manufacturer narrative:
The event is being reported following a reassessment by portland orthopaedics. The reassessment was conducted after a trend regarding early revision rates with the margron device was observed by the another country orthopaedic association in its 2007 national joint registry report. This observed trend and portland's initial analyses were previously reported to FDA in MDR no. 9613642-2008-00001. As a precautionary measure, portland has taken the margron dtc system off the market in the u.s. Pending further evaluation of the device and events, except for cases in which margron-specific tools or components are necessary to perform revision of a margron implant.